Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal dilaudid 15 mg/ml at 3.762 mg/day and bupivacaine 15 mg/ml at ¿3.672¿ via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient required a fusion surgery. When the hcp entered the patient¿s back, he found that the catheter was no longer in the intrathecal space. The spinal tip had become dislodged. The hcp completed the fusion, and then the hcp cut 10 cm off the existing catheter and added 17.1 cm of a new catheter. The hcp then accessed the side port and was able to get flow. The catheter was then primed. The issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s weight was unknown. The patient¿s medical history was unavailable. There were no [additional] diagnostics/troubleshooting performed. There were no further complications reported.